Event description:
Literature was reviewed regarding ¿ endovascular aneurysm repair for aorto-iliac artery pathologies in patients with autosomal dominant polycystic kidney disease¿. The time frame of this study was over a five year period. Endurant and non-mdt stent grafts were implanted in the patient population. The study aimed to evaluate the efficacy and safety of endovascular aneurysm repair (evar) of abdominal aortic or iliac artery pathologies in patients with autosomal dominant polycystic kidney disease.  The following adverse events occurred:  renal failure, hematoma , intervention  no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ endovascular aneurysm repair for aorto-iliac artery pathologies in patients with autosomal dominant polycystic kidney disease¿.  Li j, peng y, zhang x, yang c, li x, he h, et al. International angiology 2022;41:41-7.  Doi: 10.23736/s0392-9590.21.04692-7). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.